Manufacturer narrative:
There are no reported issues with other components from these lots. Review of pre-revision radiographs indicates that the stem was undersized and improperly seated. Revision is not attributed to device malfunction. Proper stem placement and seating was reviewed with the surgeon. No product malfunction. MDR is filed due to adverse event that necessitated medical intervention.

Event description:
Patient had primary hip replacement on (B)(6) 2017. The femoral stem appears undersized and subsided causing thigh pain. Revision arthroplasty was performed (B)(6) 2018 replacing the stem with other brand stem,